Event description:
Additional information was received that this lead was successfully replaced. This lead was disposed of at the facility and will not be returned to boston scientific. Following the procedure, the patient was stable and there were no adverse patient effects.

Event description:
Boston scientific received information that this right ventricular pacing lead had out of range impedance measurements. An x-ray showed this lead was fractured and separated in the subclavian area. A procedure will be scheduled to remove the proximal portion of the lead (while the distal portion will not be returned). No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. Upon return and analysis, this investigation will be updated.

Manufacturer narrative:
This lead was disposed of at the facility and will not be returned to boston scientific. Following the procedure, the patient was stable and there were no adverse patient effects. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.